Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming after a set change. The caller stated that he had tried multiple sets, and it still did not work. The customer was advised to disconnect the reservoir and tubing and reconnect, and then do a manual plunger push. The customer stated that insulin did not exit. The customer's blood glucose was 17.0 mmol/l. The customer was advised to change the set and try again. The customer reported that the alarm was resolved by an infusion set and reservoir change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.